Event description:
It was reported that the coroent peek cage broke up into smaller pieces during impaction. The surgeon used the correct technique and was used in tandem with xlif slides to prevent stress on the cage. Fragments of cage were left inside of patient during xlif surgery and were unable to retrieved. This event occurred in singapore.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.